Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the legal manufacturer's investigation, the castors are considered consumable items and according to the service manual, 6 month inspection is required to access the quality of castors. If damage / wear is seen, then the castors are required to be replaced. In this case, the castors are dated 2019. If additional applicable information is identified, a supplemental report will be filed.

Manufacturer narrative:
The device will not be returned for evaluation,user will order and replace the defective wheel. The cause of the reported event cannot be determined. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the castor wheel broke off the workstation. There was no user/patient injury reported.